Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and returned and I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached and I-blade damaged, prevented the functionality of the jaw. The jaw was unable to cycle open and close, not all functional testing could be performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: what part of the device fell into the patient? Moveable top jaw had broken and fell into the patient. Did the moveable top jaw break off? Yes. Did the I-blade break off? No. Did the ceramic (on the lower non-moveable jaw) break off? No. Did the electrode (on the lower non-moveable jaw) break off? No. Did the black ptc break off of the jaw (attached to moveable top jaw)? No. Was the detached part retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, after fifteen minutes of work attachment branch fell directly in the body of the patient. Continued to work with the monopolar coagulation. There were no adverse consequences for the patient.